Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent or suture. The suture hole of the push catheter was found to be torn. The proximal end of the push catheter was found kinked. The guide catheter was found stretched and broken near the proximal end. The broken proximal end with the hub was not returned for evaluation. The suture was cut to observe the distal end of guide catheter and no obvious suture impression was noted. However a green residue, likely from the procedure, was found inside the stent and on the guide catheter. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stenting procedure of the common bile duct performed on (B)(6), 2011.according to the complainant, during the procedure, when the stent was attempted to be released, resistance was met. The guide catheter became stuck on the guidewire and the suture broke. No other damage was noted to the device. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.